Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified.

Manufacturer narrative:
Investigation is ongoing. A follow up report will be filed upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged false positive results generated when performing a correlation study with the cobas sars-cov-2 and influenza a/b test assay for use on the cobas® liat® system. 3 mdrs will be submitted one for each of the reported results. Sample 1 was a part of a correlation study that consisted of 4 test runs. The first run generated a positive sars-cov-2 result on the cobas liat test (lot 01102z); 2nd run was performed on a different liat system and generated a negative result; 3rd run was performed on a cobas 6800 system and generated a negative result; and the 4th run was performed on a biofire system and generated a negative result. None of the results were sent out for treatment purposes. Sample 2 was a patient sample that originally generated an influenza b positive result with the cobas liat test (lot 00727z); 2nd run was performed on a different liat system and generated a negative result; and the 3rd run was performed on a biofire system and generated a negative result. The negative result was reported out and no harm was alleged. During the review of the cobas liat run data, a third false positive was identified. Sample 3 generated a positive result for all 3 targets (sars-cov-2, influenza a & influenza b) with the cobas liat test (lot 00727z). It is unknown if this result was reported out and no harm was indicated.